Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the pump did not deliver insulin as intended. Customer's blood glucose (bg) was elevated, however, a specific value was not provided. Although requested, the customer declined to provide additional information and declined troubleshooting.